Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01895. Reportable based on analysis completed on 17mar2015 for MDR ID: 2134265-2015-01895. It was reported that the wire was kinked. The severely calcified target lesion was located in the mid left anterior descending artery (lad). An unspecified size rotawire was advanced to the target lesion. A previously used unspecified guidewire was exchanged with this device using a non bsc microcatheter. Upon advancement of the device to the peripheral portion of the target lesion, it was noted that the device was not rotated properly. The wire was then removed from the patient and it observed that the shaft was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, device analysis revealed the spring tip was broken.